Manufacturer narrative:
The driver was returned for evaluation.visual and dimensional measurement confirms driver tip is not broken. Two driver tangs are bent, consistent with bend stress overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke while trying to remove the bone screw. It was reported that it was difficult to seat the driver due to the screw trajectory. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.